Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. Evaluation: no product or x-rays were returned for evaluation. Device history records indicate device manufactured to specification.

Event description:
It is reported that the device was implanted in 2005. Post-op, the knee was too tight. The device was revised in 2007, where osteolysis was noted around the tibial screws.